Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the device would not release from the pedicule. The surgeon attempted to manually pry the jaws open, but was unsuccessful. He then used a kelly to pry open the jaws. Pt was not opened. This extended or time.